Event description:
It was reported to boston scientific via a journal article published in world journal of urology, that a retrospective study was conducted on patients treated with second-generation moses 2.0 versus moses 1.0 pulse-modulation technologies for holmium laser enucleation of the prostate (holep) between december 2020 to september 2023, to compare the results to those who underwent holep with moses 1.0 and moses 2.0 technology. A total of 196 patients were included in the study and 146 patients underwent moses 1.0 holep, while 50 had moses 2.0 holep. The incidence of hospital readmission, as well as one-month postoperative urge urinary incontinence and stress urinary incontinence were also comparable between the cohorts. Patients were followed up at 1, 3, and 6 months and the postoperative complications included: persistent hematuria, clot retention, urethral strictures, bladder neck contraction and stress urinary incontinence (sui). Also, one patient experienced prolonged gross hematuria, requiring 48-hour catheterization and hospital stay, four patients returned to the emergency room (ER) with gross hematuria and one of whom also received a postoperative blood transfusion. One patient returned to the ER with gross hematuria, requiring readmission. The incidence of urge urinary incontinence (uui) post-catheter removal was 12.5% and 6% in the moses 1.0 and 2.0 groups, respectively. At 6 months follow-up, one patient in the moses 2.0 group was diagnosed with meatal stenosis and was treated with dilation under local anesthesia. The use of holep (holmium laser enucleation of the prostate) with second-generation moses 2.0 technology is a safe and effective treatment for benign prostatic hyperplasia (bph). Compared to the earlier moses 1.0 version, moses 2.0 significantly enhances enucleation efficiency and reduces hemostasis time, all while using less energy. Both moses 1.0 and 2.0 technologies support safe same-day discharge and offer comparable safety and functional outcomes. This event is for moses 2.0.

Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. D4. Model number, catalog number, serial number, unique identifier (UDI) # fields were updated. B3. Date of event the exact date of the event is unknown, estimated. Elmansy, h., boudreau, r., hodhod, a., alhelal, s., alaradi, h., alotaibi, k., abdul hadi, r., blahitko, o., kelly, r., and zakaria, a. S. (2024). Second-generation moses 2.0 versus moses 1.0 pulse-modulation technologies for holmium laser enucleation of the prostate (holep). World journal of urology, 42(1). Https://doi.org/10.1007/s00345-024-05277-7.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. Elmansy, h., boudreau, r., hodhod, a., alhelal, s., alaradi, h., alotaibi, k., abdul hadi, r., blahitko, o., kelly, r., and zakaria, a. S. (2024). Second-generation moses 2.0 versus moses 1.0 pulse-modulation technologies for holmium laser enucleation of the prostate (holep). World journal of urology, 42(1). Https://doi.org/10.1007/s00345-024-05277-7. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via a journal article published in world journal of urology, that a retrospective study was conducted on patients treated with second-generation moses 2.0 versus moses 1.0 pulse-modulation technologies for holmium laser enucleation of the prostate (holep) between december 2020 to september 2023, to compare the results to those who underwent holep with moses 1.0 and moses 2.0 technology. A total of 196 patients were included in the study and 146 patients underwent moses 1.0 holep, while 50 had moses 2.0 holep. The incidence of hospital readmission, as well as one-month postoperative urge urinary incontinence and stress urinary incontinence were also comparable between the cohorts. Patients were followed up at 1, 3, and 6 months and the postoperative complications included: persistent hematuria, clot retention, urethral strictures, bladder neck contraction and stress urinary incontinence (sui). Also, one patient experienced prolonged gross hematuria, requiring 48-hour catheterization and hospital stay, four patients returned to the emergency room (ER) with gross hematuria and one of whom also received a postoperative blood transfusion. One patient returned to the ER with gross hematuria, requiring readmission. The incidence of urge urinary incontinence (uui) post-catheter removal was 12.5% and 6% in the moses 1.0 and 2.0 groups, respectively. At 6 months follow-up, one patient in the moses 2.0 group was diagnosed with meatal stenosis and was treated with dilation under local anesthesia. The use of holep (holmium laser enucleation of the prostate) with second-generation moses 2.0 technology is a safe and effective treatment for benign prostatic hyperplasia (bph). Compared to the earlier moses 1.0 version, moses 2.0 significantly enhances enucleation efficiency and reduces hemostasis time, all while using less energy. Both moses 1.0 and 2.0 technologies support safe same-day discharge and offer comparable safety and functional outcomes.